Event description:
The pt reported he is receiving 04 (occlusion) error messages on his insulin infusion device even after changing the piston rod and adapter. He stated that prior to the call, he tried to give himself a bolus and the device immediately gave him an 04 error. The pt was instructed to disconnect from his headset and perform a 5 unit bolus of insulin into the air. An 04 error message was received. The pt was instructed to remove the tubing and perform another bolus which again showed an occlusion message. The pt was then instructed to remove all accessories from the device and perform a bolus which went through successfully. The pt indicated the infusion device was "growing loud enough that my wife can hear it across the room" and that "it has been louder lately." He stated he has lost confidence in this infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.